Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4171570. D4. Medical device expiration date: 31-dec-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 19-jun-2024. Investigation summary: bd received three (3) photos for investigation. The evaluation of these photos indicated underfill. A total of 40 retained samples, 20 from each lot number, were tested with deionized water, and it was determined that all 40 tubes met specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 3279880 and 4171570, for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer sst ii advance plus blood collection tubes, an unspecified number of tubes underfilled across two lot numbers. No adverse impact was reported regarding the patient or user.